Event description:
It was reported that the bladder of a small volume folfusor ruptured. This occurred during filling with an unspecified drug, before the maximum volume was reached. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4).a request for the return of the device has been made. A batch review will be performed. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The lot 13h063 was manufactured between august 21, 2013 ¿ august 23, 2013. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was received for evaluation. The sample was visually inspected and a rupture was noted. The device was microscopically examined and as a result, markings located on the exterior surface of the bladder were observed near the rupture line. Based on the evaluation finding, the product did not meet product specification. The cause of this condition was unable to be determined. Should additional relevant information become available, a supplemental report will be submitted.